Event description:
As reported, the unit was brought to servicing for a battery replacement. When the tech opened up the vent, he found an unk substance which had caused corrosion that resulted in an audible alarm failure. Please note there was no pt involvement in this case.